Event description:
Customer received in 2009, a rubella igg result of 82 iu per ml for one patient sample that is known to be negative. A second sample collected previously was tested and gave negative results of 3.22 and 3.40 iu per ml. No information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.